Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: on what date did the implant take place? Unknown. Did the explant take place on 9/23/2020? Yes. What is the product code for this complaint? Lot #? Unknown. Does the patient have any of the allergies to metals? Unknown. Is the patient currently taking currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Was mesh used at time of implant? Unknown. What was the reason for removal of the linx device? Dysphagia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Interior esophagus; stomach above the hiatus. Have the symptoms resolved since the device was explanted? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the additional information it was stated: ¿at the time of removal, was the device found in the correct position/geometry at the time of removal? Interior esophagus; stomach above the hiatus ¿ did the linx beads erode into the esophagus? Did the patient have a hiatal hernia at the time of the removal? Did it appear that the position of the device had changed since the implant procedure? How was this change observed (intra-operatively at the time of explant, x-rays, barium swallow, egd)? Have the symptoms resolved since the device was explanted? What is the product code for this complaint? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a linx device will be explanted on (B)(6) 2020. No other information is available at this time.